Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the plastic distal end cover of the gastrointestinal videoscope was burned. Based on the results of the investigation, the probable root cause is while performing radiofrequency ablation the tip of the procedure instrument could not be confirmed within the endoscope's field of view or while the instrument was positioned close to the endoscope's tip. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): 3.3 inspection of the endoscope, 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation; the plastic distal end cover of the gastrointestinal videoscope was burned. There was no patient involvement.